Manufacturer narrative:
H.6. Investigation: sample, photo, and video received for investigation. Upon visual inspection, a perforation in the upper part of the damage is observed. Functional testing is performed and leakage is observed due to the damage in the barrel. Possible root cause is associated with misalignment in the silicone dosing disc due to difference in the size of the cylinder diameter with the transfer disc. Action plans in the transfer dial (adjustment) between silicone dial and cylinder plug piston assembly dial have been followed to avoid recurrence in the generation of the fractured barrel defect. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 40 syringe 10ml ll 21ga 1-1/4in mx bun experienced leakage. The following information was provided by the initial reporter: they found in another hospital more syringes leaking from lot 1043594. The syringes were in use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 40 syringe 10ml ll 21ga 1-1/4in mx bun experienced leakage. The following information was provided by the initial reporter: they found in another hospital more syringes leaking from lot 1043594. The syringes were in use.